Event description:
It was reported the patient lost stimulation and her ipg was no longer able to communicate with external devices. The patient reported she last fully charged the ipg on (B)(6) 2013. Replacement external devices were unable to resolve the issue. Follow-up identified the patient's ipg was explanted and replace on (B)(6) 2013. The patient regained effective stimulation as a result of the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.